Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. The device was received in backup mode with normal telemetry communication. Analysis indicates a power reset event (por) has occurred in the field, but the cause could not be determined. The device image was saved but severely corrupted, and data was not available to confirm the date of the power reset. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including rf telemetry communication and output verification did not identify any functional issues. The reset condition could not be reproduced. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During analysis an event was observed which was unrelated to the reported event. Final analysis found that device was in backup operation.

Event description:
It was reported that the pacemaker failed to be interrogated with both inductive and radiofrequency (rf) telemetry during device preparation. Multiple interrogation attempts with different programmers were not successful. The pacemaker was not used and replaced on (B)(6) 2025. There was no patient involvement.